Event description:
It was reported that when the patient presented for pocket revision due to an unexplained hematoma, externalized conductors were observed on the cine. No electrical anomalies were detected. The lead was explanted and replaced. The patient is doing great.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were noted at 13.2-16.1 and 26.0-28.1cm from the distal tip. Internal insulation abrasion was noted at 8.0-8.2cm from the distal tip. The etfe coating was intact at these locations. (B)(4).